Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/2/2024, it was reported by a sales representative via email that an ar-2324kbcct biocomposite swivelock mechanism would not advance. This was discovered during an rcr procedure on (B)(6) 2024. Additional information received on 5/15/2024: the swivelock advancement mechanism seemed like it was stuck. Nothing broke off inside the patient. The case was completed using another ar-2324kbcct biocomposite swivelock. The case was delayed about two minutes without additional anesthesia. The patient suffered no negative effects.

Manufacturer narrative:
The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.